Event description:
Information was received that reported a patient was hospitalized in 2007 due to hyperglycemia. The reporter states the patients blood glucose began to elevate around 20:00 one day earlier and continued to rise overnight. She was brought to the ER the morning of event day where she was treated with insulin injections and released. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.